Event description:
It was reported that during the explant procedure for this right atrial lead the helix would not retract, the lead tip was fractured and remained in the body. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during the explant procedure for this right atrial lead the helix would not retract, the lead tip was fractured and remained in the body. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Based upon the clinical observations, it was determined the tip of the lead became fractured due to a combination of factors including manipulation during removal, lead design, and patient anatomy.

Event description:
It was reported that this right atrial lead was explanted due to an unknown product performance issue. This lead was successfully replaced. No additional adverse patient effects were reported.